Event description:
Complainant alleged that while attempted to treat a pt, the electrode pads were unable to adhere to the pt's skin. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. Please reference medwatch report 1220908-2010-00005 for a similar incident with the same pt.

Manufacturer narrative:
Zoll medical corp has not received the product for evaluation, and this complaint is still under investigation.